Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that the facility found the patient had an implant with the patient programmer on (B)(6) 2016. They attempted to check the device with programmer and noted a power on reset (por) message. An EKG was related to the issue. There were no symptoms reported. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted for cause, actions/ interventions and troubleshooting related to the event. If additional information is received, a follow up report will be sent.